Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The device is en route to the MFR for inspection. We will provide a follow-up report.

Event description:
A hosp in another country, reported via our distributor that a low humidity alarm occurred on an rt226 infant breathing circuit after it had been used for 4 days. It was also reported the heaterwire was unhooked. No patient consequence was reported.